Manufacturer narrative:
D11: concomitant medical products and therapy dates. Section h3, h6: it was reported that the patient developed a chronic infection and required a 2-stage revision surgery. During the first step of the revision surgery, all components were explanted and replaced with a nailing system and antibiotic cement. The patient woke up from the procedure and was transferred to pacu in stable condition. No information about the second stage of the revision surgery has been provided yet. The 2-stage revision surgery mentioned corresponds to the third revision surgery that this patient has ever required for his right hip. He underwent a primary metal on metal hip arthroplasty, later required a first revision surgery to convert the system with a dual mobility component, and later required a second revision surgery due to infection. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and femoral component, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. The patient had 3 subsequent revisions due to chronic infection (pseudomonas). The pseudomonas is highly likely of an exogenous nature and there is no evidence that the chronic infection and subsequent revisions were associated with the implant. The patient impact was the I&d and revisions. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are damage to the package during transport or handling, prolonged surgical time, contaminated surgical environment and/or instruments, insufficient care of the surgical wound, incorrect and/or insufficient use of prophylactic antibiotics, excessive patient weight, patient smoking, patient compromised immune system. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. B5: describe event or problem.

Event description:
It was reported that the patient developed a chronic infection and required a 2-stage revision surgery. During the first step of the revision surgery, all components were explanted and replaced with a nailing system and antibiotic cement. The patient woke up from the procedure and was transferred to pacu in stable condition. No information about the second stage of the revision surgery has been provided yet. The 2-stage revision surgery mentioned corresponds to the third revision surgery that this patient has ever required for his right hip. He underwent a primary metal on metal hip arthroplasty, later required a first revision surgery to convert the system with a dual mobility component, and later required a second revision surgery due to infection.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the patient developed a chronic infection and required a 2-stage revision surgery. During the first step of the revision surgery, all components were explanted and replaced with a nailing system and antibiotic cement. The patient woke up from the procedure and was transferred to pacu in stable condition. No information about the second stage of the revision surgery has been provided yet. The 2-stage revision surgery mentioned corresponds to the third revision surgery that this patient has ever required for his right hip.